Manufacturer narrative:
Beckman coulter laboratory solution specialist (lss) and a field service engineer (fse) evaluated the au5800 chemistry analyzer. Lss confirmed that all results from the inner ring and outer ring of the analyzer were erratic. Lss identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of erratic patient results for multiple analytes on their au5800 clinical chemistry analyzer. The customer indicated that the results kept showing an asterisk (*) flag. There was no report of change to treatment, injury, or death associated with event. The customer did not provide demographics. The customer provided one example of data.